Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the service technician replaced the lithium-ion battery and the device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
It was reported to philips that during testing of the device, the device was unable to start up on the lithium-ion battery alone and that the output voltage measured was 0 (zero)v. The device was not in use at the time of the event. This issue was noted during testing and evaluation of the device. A philips service technician evaluated the device and determined the lithium-ion battery required replacement.